Event description:
It was reported, that the smallbore 6 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: material #: 20039e, batch/lot #: 20115446. IV connector unable to flush or give blood. Return for a functioning IV site.

Manufacturer narrative:
Investigation summary: one sample (model #20039e) was returned by the customer. It was reported, that IV connector is unable to flush or give blood return. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check, that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water to confirm, an open fluid path. The fluid path of the sample was open and able to be flushed. The failure was unable to be replicated. And the complaint could not be verified. A device history record review for model 20039e, lot number#: 20115446 was performed. The search showed, that a total of (B)(6) units in 1 lot number was built on 07nov2020. There were no quality notifications issued for the failure mode reported by the customer, during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Manufacturer narrative:
Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # mw5099672. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the smallbore 6 inch ext vlv experienced flow issues. The following information was provided by the initial reporter: material #: 20039e batch/lot #: 20115446. IV connector unable to flush or give blood return for a functioning IV site.